Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal discharge ("bad smelling leukorrhea") in an adult female patient who had essure (batch no. 50694556) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (in emergency) in 2010 and cervical intraepithelial neoplasia iii (loop treated) in 2014. Concurrent conditions included fibromyalgia. Concomitant products included amitriptyline hydrochloride (triptyl) for fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal discharge (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), feeling cold ("feeling cold"), weight increased ("weight increased"), memory impairment ("memory problems"), myalgia ("muscular and joint pain"), ear pruritus ("itching of ears") and arthralgia ("muscular and joint pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal discharge, fatigue, feeling cold, weight increased, memory impairment, myalgia, ear pruritus and arthralgia outcome was unknown. The reporter considered arthralgia, ear pruritus, fatigue, feeling cold, memory impairment, myalgia, vaginal discharge and weight increased to be unrelated to essure. The reporter commented: events occurred gradually after essure insertion. Essure removed on patient's request (not medically necessary). Reporter did not consider the events to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 3-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of vaginal discharge ("bad smelling leukorrhea") in an adult female patient who had essure (batch no. 50694556) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (in emergency) in 2010 and cervical intraepithelial neoplasia iii (loop treated) in 2014. Concurrent conditions included fibromyalgia. Concomitant products included amitriptyline hydrochloride (triptyl) for fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal discharge (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), feeling cold ("feeling cold"), weight increased ("weight increased"), memory impairment ("memory problems"), myalgia ("muscular and joint pain"), ear pruritus ("itching of ears") and arthralgia ("muscular and joint pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal discharge, fatigue, feeling cold, weight increased, memory impairment, myalgia, ear pruritus and arthralgia outcome was unknown. The reporter considered arthralgia, ear pruritus, fatigue, feeling cold, memory impairment, myalgia, vaginal discharge and weight increased to be unrelated to essure. The reporter commented: events occurred gradually after essure insertion. Essure removed on patient's request (not medically necessary). Reporter did not consider the events to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-jul-2018 for the following meddra preferred term: vaginal discharge ¿ analysis in the global safety database revealed 385 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.